Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01252. The patient received an scs system, including an ipg and three percutaneous leads (from two separate lots), on (B)(6) 2008. It was reported that the leads were implanted at t10 and t11 due to the patient's pain pattern. The patient stated he felt uncomfortable stimulation in the abdomen and ribs at all electrode locations. The physician explanted the patient's system on (B)(6) 2011. No further patient complications were reported.